Event description:
The customer reported to olympus that the 4k camera head displayed a dark image that later disappeared after the visual field was suddenly lost. The video processor displayed color bars when the camera was not connected. The camera was not recognized by the video processor when connected. The customer noted the distal part of the head cable was deteriorated and error code e322 was displayed. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned and the phenomenon of ¿image not showing¿ was not reproduced, thus, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.